Manufacturer narrative:
(B)(4). Evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 120 to 140 mg/dl. Customer observed symptoms of feeling light-headed and nausea. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015, verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 182mg/dl. (B)(6) 2015, 02:17 pm, fasting: yes; 165mg/dl. (B)(6) 2015, 11:41 pm, fasting: no; 148mg/dl. (B)(6) 2015, 08:16 am, fasting: yes; 97mg/dl. (B)(6)2015, 5:00 pm, fasting: no; 198mg/dl. (B)(6) 2015, 01:27 pm, fasting: no. Adverse event not reported.